Event description:
It was reported the device delivered 2 bolus doses of insulin that were not requested. The customer reported he experienced hypoglycemia but did not require medical intervention or treatment.

Manufacturer narrative:
The case description states that the user had 2 boluses in their history that they do not recall delivering. The first was reported to be of 7.85u delivered at 2:17 pm and the second was a 9u bolus delivered at 2:56 pm on (B)(6) 2024. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files confirm delivery of each bolus. The first bolus was of 7.85u and shown to have the use cgm and confirm bolus buttons pressed along with an entry of 39.3 g of carbs. The engineering logs show that the controller was interacted with to enter the bolus calculator on 2 separate occasions prior. On the first occasion, a bg value of 180 mg/dl was loaded using the use cgm option, but no bg value was loaded on the second occasion of the bolus calculator. On the second occasion, carb values were shown to be entered one by one to first enter 77 g of carbs, then change to 39.3 g of carbs. The bolus calculator was then shown to give a suggestion of 7.85u based on this input. The logs show that this suggestion was not adjusted and the controller went through the two step confirmation in order to start and deliver the bolus. This bolus was found to be within the users max bolus setting of 15u and was shown to not be canceled at any time. The second bolus was of 9u and showed no entry of carbs or a bg value but showed that the confirm bolus button was pressed. The engineering logs confirm that the controller was interacted with to enter to bolus calculator and no carbs or bg values were entered. The bolus calculator then gave a suggestion of 0u based on these inputs and there was a user bolus adjusted volume of 9u. The controller then went through the 2 step confirmation to confirm and start this bolus, which was shown to not be canceled and within the user's max bolus setting as well. No evidence of an uncommanded bolus was seen in the log files.

Manufacturer narrative:
Correction: h3, updated to yes.